Event description:
This event occurred during off label use in the right ventricular outflow tract. The physician advanced the guidewire and the ensite catheter together into the right atrium, through the tricuspid valve, then into the outflow tract. He attempted to do this for about 10 minutes, but was unable to get the catheter into the proper position. The pt complained of chest pain during the initial positioning attempt, so he withdrew the catheter and guidewire and the pain subsided. He attempted to position the catheter again and he succeeded. The balloon was deployed and the pt's heart rate went into a junctional rhythm. The dr removed the catheter and administered atropine and the heart returned to a sinus bradycardia (initial pt condition at study start). The pt still complained of discomfort on deep inspiration and a chest x-ray was done. It was normal. An echo was done and a small effusion was noted. The pt was sent to the o.r. Where a pericardiocentesis was performed and 200 - 300 cc of blood was removed. The pt recovered and was discharged.